Event description:
The customer reported that the monitor was showing a speaker malfunction error message, and that the speaker was not producing sound. There was no adverse event or patient harm reported.